Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition and migration of essure device (bent in the fallopian tube, protrusion through uterus wall)"), pelvic pain ("pain"), stillbirth ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. 623224) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopain tube/ device ineffective" in april 2011. The patient's medical history included multigravida. On 19-jan hsg should confirm tubal occlusion. Previously administered products included for an unreported indication: ortho tri cyclen from 2000 to 2005. Concurrent conditions included parity 5, osteoarthritis since 2008, migraine since 2006, pulmonary embolism since 26-nov-2015, mitral valve prolapse since 2012, shortness of breath, hemangioma of liver, back pain, sore throat, pharyngitis, presbyopia, hypermetropia, wheezing, allergic rhinitis, dry cough, itchy eyes, nasal congestion, sinus pressure, sore throat, cough, sinus infection, menometrorrhagia, bronchitis, vaginal discharge, foot pain, swelling of feet, headache, post-traumatic stress disorder, photophobia, neurologic symptoms, neck strain, upper back pain, shoulder pain, neck pain, throat pain, upper respiratory infection, urination pain, suprapubic pain, pollen allergy, itching eyes, urine odour foul, urinary urgency, urinary frequency, bronchitis, fatigue, vomiting and diarrhea. Family history included type 2 diabetes mellitus, hypertension, coronary artery disease, myocardial infarction (mother) and pneumonia (mother). Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), fexofenadine hydrochloride (allegra), ibuprofen, naproxen, nitrofurantoin (macrodantin), phenazopyridine hydrochloride (pyridium), pregabalin (lyrica), salbutamol (albuterol hfa), sulfamethoxazole;trimethoprim (septra) and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced stillbirth (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In april 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In february 2012, the patient experienced constipation ("gastrointestinal/digestive system condition (constipation)"). In february 2013, the patient experienced bladder disorder ("bladder or problems/changes"), urinary tract disorder ("urinary problems/changes") and urinary tract infection ("infection (urinary tract infections)"). In april 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced hypoaesthesia ("neurological condition/problems (loss sensation in leg from waist down)"). In october 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/ cramping"), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloated stomach"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, stillbirth, pregnancy with contraceptive device, bladder disorder, urinary tract disorder, dysmenorrhoea, hypoaesthesia and abdominal distension outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, constipation, urinary tract infection, abdominal pain lower and genital haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, constipation, dysmenorrhoea, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, pelvic pain, pregnancy with contraceptive device, stillbirth, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- 19-jan-2010 and 01-feb-2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2010: results: total bilateral occlusion; on 01-jun-2010: no tubal filling/spillage total bilateral occlusion. Pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urinary tract infection, most recent follow-up information incorporated above includes: on 2-apr-2019: plaintiff fact sheet was received. Lot number and lab data was added. Essure insertion date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition and migration of essure device (bent in the fallopian tube, protrusion through uterus wall)"), pelvic pain ("pain"), stillbirth ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. 623224) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube/ device ineffective" in (B)(6) 2011. The patient's medical history included multigravida. On 19-jan hsg should confirm tubal occlusion. Previously administered products included for an unreported indication: ortho tri cyclen from 2000 to 2005. Concurrent conditions included parity 5, osteoarthritis since 2008, migraine since 2006, pulmonary embolism since (B)(6) 2015, mitral valve prolapse since 2012, shortness of breath, hemangioma of liver, back pain, sore throat, pharyngitis, presbyopia, hypermetropia, wheezing, allergic rhinitis, dry cough, itchy eyes, nasal congestion, sinus pressure, sore throat, cough, sinus infection, menometrorrhagia, bronchitis, vaginal discharge, foot pain, swelling of feet, headache, post-traumatic stress disorder, photophobia, neurologic symptoms, neck strain, upper back pain, shoulder pain, neck pain, throat pain, upper respiratory infection, urination pain, suprapubic pain, pollen allergy, itching eyes, urine odour foul, urinary urgency, urinary frequency, bronchitis, fatigue, vomiting and diarrhea. Family history included type 2 diabetes mellitus, hypertension, coronary artery disease, myocardial infarction (mother) and pneumonia (mother). Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), fexofenadine hydrochloride (allegra), ibuprofen, naproxen, nitrofurantoin (macrodantin), phenazopyridine hydrochloride (pyridium), pregabalin (lyrica), salbutamol (albuterol hfa), sulfamethoxazole; trimethoprim (septra) and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced stillbirth (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced constipation ("gastrointestinal/digestive system condition (constipation)"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or problems/changes"), urinary tract disorder ("urinary problems/changes") and urinary tract infection ("infection (urinary tract infections)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced hypoaesthesia ("neurological condition/problems (loss sensation in leg from waist down)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/ cramping"), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloated stomach"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, stillbirth, pregnancy with contraceptive device, bladder disorder, urinary tract disorder, dysmenorrhoea, hypoaesthesia and abdominal distension outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, constipation, urinary tract infection, abdominal pain lower and genital haemorrhage was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, constipation, dysmenorrhoea, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, pelvic pain, pregnancy with contraceptive device, stillbirth, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: no tubal filling/spillage. Total bilateral occlusion. Pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition and migration of essure device (bent in the fallopian tube, protrusion through uterus wall)"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), stillbirth ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopain tube/ device ineffective" in (B)(6) 2011. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: ortho tri cyclen from 2000 to 2005. Concurrent conditions included parity 5, osteoarthritis since 2008, migraine since 2006, pulmonary embolism since (B)(6) 2015, mitral valve prolapse since 2012, shortness of breath and hemangioma of liver. Family history included type 2 diabetes mellitus, hypertension, coronary artery disease, myocardial infarction (mother) and pneumonia (mother). Concomitant products included ibuprofen, naproxen, pregabalin (lyrica) and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and stillbirth (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced constipation ("gastrointestinal/digestive system condition (constipation)"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or problems/changes"), urinary tract disorder ("urinary problems/changes") and urinary tract infection ("infection (urinary tract infections)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced hypoaesthesia ("neurological condition/problems (loss sensation in leg from waist down)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/ cramping"), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloated stomach"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, stillbirth, bladder disorder, urinary tract disorder, dysmenorrhoea, hypoaesthesia and abdominal distension outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, constipation, urinary tract infection, abdominal pain lower and genital haemorrhage was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, constipation, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, pelvic pain, pregnancy with contraceptive device, stillbirth, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on 7-sep-2018: reporters added. Patient demographics added. Historical and concomitant drug and historical condition were added. Suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems/changes, dysmenorrhea, failure to occlude, fatigue,gastrointestinal/digestive system condition (constipation), infection (urinary tract infections), malposition and migration of essure device (bent in the fallopian tube, protrusion through uterus wall), neurological condition/problems (loss sensation in leg from waist down), pregnancy (stillbirth or miscarriage), heavy bleeding and bloated stomach. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition and migration of essure device (bent in the fallopian tube, protrusion through uterus wall)/failure to occlude (close) fallopian tube'), pelvic pain ('pain: pelvic'), stillbirth ('pregnancy (stillbirth or miscarriage)'), genital haemorrhage ('heavy bleeding') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in a 44-year-old female patient who had essure (batch no. 623224) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopain tube/ device ineffective" in (B)(6) 2011 and device physical property issue "malposition and migration of essure device (bent in the fallopian tube, protrusion through uterus wall)". The patient's medical history included pulmonary embolism on (B)(6) 2015, mitral valve prolapse in (B)(6) 2013, multigravida and hemangioma of liver. On (B)(6) hsg should confirm tubal occlusion. Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2010 and ortho tri cyclen from 2000 to 2005. Concurrent conditions included osteoarthritis since 2008, migraine since 2008, parity 5, shortness of breath, hemangioma of liver, back pain, sore throat, pharyngitis, presbyopia, hypermetropia, wheezing, allergic rhinitis, dry cough, itchy eyes, nasal congestion, sinus pressure, sore throat, cough, sinus infection, menometrorrhagia, bronchitis, vaginal discharge, foot pain, swelling of feet, headache, post-traumatic stress disorder, photophobia, neurologic symptoms, neck strain, upper back pain, shoulder pain, neck pain, throat pain, upper respiratory infection, urination pain, suprapubic pain, pollen allergy, itching eyes, urine odour foul, urinary urgency, urinary frequency, bronchitis, fatigue, vomiting and diarrhea. Family history included type 2 diabetes mellitus, hypertension, coronary artery disease, myocardial infarction (mother) and pneumonia (mother). Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), fexofenadine hydrochloride (allegra), ibuprofen, naproxen, nitrofurantoin (macrodantin), phenazopyridine hydrochloride (pyridium), pregabalin (lyrica), salbutamol (albuterol hfa), sulfamethoxazole;trimethoprim (septra) and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced stillbirth (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced constipation ("gastrointestinal/digestive system condition (constipation)") and gastrooesophageal reflux disease ("acid reflex"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or problems/changes"), urinary tract disorder ("urinary problems/changes") and urinary tract infection ("infection: uti"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("lower abdominal pain/ cramping") and back pain ("pain: lower back"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced hypoaesthesia ("neurological condition/problems (loss sensation in right leg from waist down)/ hands and feet would get numb"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloated stomach"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, stillbirth, pregnancy with contraceptive device, bladder disorder, urinary tract disorder, dysmenorrhoea, hypoaesthesia, abdominal distension and gastrooesophageal reflux disease outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, constipation, urinary tract infection, abdominal pain lower and back pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, constipation, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypoaesthesia, menorrhagia, pelvic pain, pregnancy with contraceptive device, stillbirth, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs was received. Event added- event device dislocation was deleted. Event malposition and migration of essure device (bent in the fallopian tube, protrusion through uterus wall)/failure to occlude (close) fallopian tube was coded to uterine perforation. Events lower back pain, acid reflex, device shape alteration added. Event outcome of pelvic pain, abdominal lower pain and back pain was updated from unknown to recovering/ resolving. Event onset dates was added. Historical drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2015.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.